Event description:
It was reported that the right ventricular (rv) lead for this implantable cardioverter defibrillator (ICD) system exhibited loss of capture (loc). Technical services (ts) was consulted and discussed the leads capacity to convert the patients rhythm with a shock. Ts clarified loc won't affect the delivery of any shocks, but since a defibrillation threshold (dft) test has never been conducted, the ability of a shock to convert the patient has not been tested and confirmed. Information from the field indicates the patient will continue to be monitored since they do not require pacing. This ICD remains in service. No adverse patient effects were reported.